Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. The proximal aortic neck is 23 mm in diameter and 20 mm in length. Degree of angulation is 15. It was reported that during the procedure, the physician noted a fabric tear by stream of contrast. The patient was treated by relining the stent graft. Two 16x16x82 limbs to raise the flow divider. It looked like it was streaming on the lateral wall of the left limb at the height of the flow divider marker. The type iii endoleak, fabric resolved. No additional clinical sequelae were reported. A review of several returned angiogram images (unknown study date) showed possible contrast coming from the left side of the bifurcate near the level of the flow divider. The endoleak type could not be determined from this single still image. This may have been a type IV or type iii fabric endoleak. No other stent graft issues could be seen. Another image also shows that an additional device was placed up to the level of the bifurcate, and that the contra/left limb may have been bypassed as part of the repair. Unable to confirm if the endoleak was resolved following the intervention.

Manufacturer narrative:
(B)(4).